Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections in workstation and system fuses were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system locked up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.